Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used in an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's esophagus, they attempted to deploy a band and the bands misfired. The bands fell into the patient. There were no attempts to retrieve the bands and the physician did not have any concerns letting them pass naturally. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.